Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient had an episode that did not get properly transmit. A patient went in to bradycardia at 30 bpm on (B)(6) at 5:22pm, and then they got a desat. The nurse said the central did not alarm but the bedside did. The nurse found the patient blue.

Manufacturer narrative:
At the request of the customer biomedical engineer (biomed), a philips field service engineer (fse) went to the site and collected the alarm log data from the pic ix for review. The fse also noted that the patient had appeared to have pulled the ECG leads off. The fse collected the data and sent it to a philips response center engineer (rce). The alarm audit log was reviewed; several red desat alarms were seen, which were silenced. No brady alarm was seen in the log, however, multiple "ECG leads off" alarms were seen to have been generated. There was no product malfunction; it was found that the customer had silenced the desat alarms, and the ECG leads had been pulled off, causing heart rate alarms to not occur. We will consider that the customer resolved the issue and that the device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.